Event description:
A user facility reported to olympus that a poor water supply was observed with the evis lucera elite gastrointestinal videoscope. During a standard service inspection of the customer returned device, foreign object in the nozzle was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, foreign matter clogging in the nozzle, discoloration of the objective lens due to handling, cloudiness recognized in the image, forceps flare occurrence, play of the angle knob is out of the normal state due to the elongation of the angle wire, wrinkles in the insertion tube due to external factors recognized, switch 4 worn-out, and scrapped suction cylinders were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the air/water nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed. An attempt was made to obtain additional information regarding the event, but no further information was provided. Olympus will continue to monitor field performance for this device.